Event description:
I was recently diagnosed with chf and was given a zoll life vest to wear. There were problems initially that had to be corrected before I could wear it regularly as instructed. They replaced my vests to a size smaller and eventually had to replace the electrode belt that gets attached to the vest. I followed all instructions including changing & washing the vest ever 2-3 days and cleaning the electrode contacts with alcohol, once I was able to wear it continuously for nearly a week. I started experiencing pain in my back where the electrodes - made with a thallium oxide coating, according to zoll - touched my skin. I had to remove the vest because it was becoming quite painful. I took the vest off and had my domestic partner take a picture of the sore on my back so I could see it. It looks like a burn blister. Since this event, I cannot wear the vest as instructed because even just 24 hours of contact with my skin now causes these blisters. I showed my doctors and they suggested I call zoll to find out if anyone else has reported this. Zoll says they have had patients that complain of skin irritation, but the support help line operators are not medical professionals and cannot advise me any further. The help support operator reiterated that I clean the contacts regularly with alcohol (which I did) and that I can use a lotion that is non-scented. I informed her that I was highly allergic to many things and I cannot use any perfumes or dyes in anything that touches my skin. Other than that, she was not able to help me. I have yet to try the lotion however, I will do so when I have to wear the vest when I leave the house.